Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and the contacts on the display card and video processor card were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the images were getting mixed up when they went back to print or view them. There is no report of pt injury.